Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unknown device issue occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided. There was no reported clinically significant delay in the entire procedure. No additional information was provided.